Event description:
It was reported that the ilet issued a consecutive stalled motor alert and an occlusion alert that persisted despite device restarts, and the user subsequently performed a complete supply change using teflon 23" infusion set with documented lot numbers for set, connector, and cartridge, after which the alerts resolved. Symptoms included hyperglycemia, with blood glucose rising to approximately 200 mg/dl before returning to range within about 90 minutes. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor/occlusion condition, and no bent cannula, bleeding, leaking, or air in the cartridge were observed upon removal. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.